Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of exactamix 2000 ml eva tpn bags leaked from the middle port. This occurred both during and after preparation of the bags. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured between august 06, 218 - august 07, 2018. One device was received for evaluation with a cut to the fill port where the customer likely drained the contents. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During function inspection, a leak was observed at the spike port cap from the base of the spike port. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.